Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. The customer experienced an elevated blood glucose (bg) level displayed as "high"; although a specific value was not provided. Customer administered a correction injection to address bg. A new cartridge was loaded to resolve the issue.